Manufacturer narrative:
Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. There are multiple potential causes for bradyarrhythmias in a cardiac patient including, but not limited to, cardiac damage related to aging, heart disease or mi, htn, or a complication of surgery. In this case, the cause for the bradycardia cannot be confirmed; however, in addition to the procedure, it is possible that the patient¿s advanced age and underlying co-morbidities may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, post valve deployment the patient had bradycardia with a heart rate in the 40¿s, requiring a temporary pacer for heart rate support. The team then decided to implant a single chamber pacemaker. At the conclusion of the case, the patient was stable and transferred to the unit for post-op management.